Event description:
During the device evaluation, it was discovered that the subject device had experienced notable damage to the distal end. The distal end adhesive was cracked and the light guide lens and image both had chipping present. This event had no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.